Event description:
Patient underwent full revision (replacement of the lead and generator) due to low battery and high impedance. The explanted products were noted to not be available for return. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.